Event description:
When using the lumos with the ioban 2 drape(3m), the surgeon noticed that the ioban 2 drape melted onto the patient causing a burn. The lumos produced hight temperatures, such that its operation is compromised or harm is caused (overheating that produces melting of components or automatic shutdown).

Event description:
When using the lumos with the ioban 2 drape (3m), the surgeon noticed that the ioban 2 drape melted onto the patient causing a burn. The lumos produced hight temperatures, such that its operation is compromised or harm is caused (overheating that produces melting of components or automatic shutdown).